Event description:
The complaint was received via medwatch report. The procedure was being performed on a (B)(6) male pt. Balloon ruptured and sheared off the catheter, remaining in the pt. The balloon was a 5 french by 80cm arrow embolectomy catheter. Staff were attempting to pull the arterial plug from the arterial anastomosis when the event occurred. The balloon remained partially opacified with contrast and was last seen in the fistula, which at that point was completely clotted with stagnant blood. Attempts to snare the balloon with another device or in pushing the balloon into the sheath with a second were not successful. Pt was tender in the area staff were working throughout the end of the procedure and prior to the event; symptoms did not change afterwards. Neurovascular exam of the affected extremity was normal. No apparent harm. Info from the physician states the balloon was not retrieved from the pt. He feels it is located in the heavily clotted fistula.

Manufacturer narrative:
(B)(4). The sample will not be returned.